Manufacturer narrative:
Product event summary: the sewing ring with implant kit was not returned for evaluation. Visual evidence provided by the site revealed a bent sewing ring screw. As a result, the reported event was confirmed. An internal investigation evaluated damaged sewing ring screws. The most likely root cause can be attributed to excessive stress applied by tightening the screw at an angle due to limited access to the implant site or the screw was not fully supported by the sewing ring clamp, which could be caused by the user backing the screw out of the intended position, resulting in the screw bending or breaking under load. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the sewing ring screw was bent when the surgeon went to tighten the screw to secure the pump after the pump was placed in the sewing ring. It was noted that the screw driver did not make the usual ratcheting noise. The sewing ring screw was replaced with a new sewing ring screw. No patient complications have been reported as a result of this event.